Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to inspect and clean various parts of the pump, but the caller was unable to load the cartridge successfully, even with assistance. As a result, the issue was escalated to further troubleshooting, and csa approved a pump replacement since the current pump was out of warranty. The caller expressed interest in obtaining an out-of-warranty loaner pump.